Manufacturer narrative:
Concomitant product(s): product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 3057, serial/lot #: unknown, ubd: unkown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient¿s wires came out and the device was not working. The patient was advised to contact their clinician for further assistance. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that their lead had become broken or completely removed. The patient reported they had talked to their doctor and was advised to continue with the therapy, as their follow up appointment was scheduled for the day following the report. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID: 305901, lot# 60117270, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 305901, serial/lot #: (B)(4), ubd: (B)(4) 2020, UDI#: (B)(4); product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative (rep) indicating that the leads pulled out from the skin level when asked to clarify the report. The rep reported the wires were pulled to resolve the issue, and confirmed the issue was resolved. The rep reported the cause of the device not working was an impedance issue due to the wires migrating and standard troubleshooting was used to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.